Manufacturer narrative:
Product complaint # (B)(4) the purpose of this MDR is to include the additional event information received on 4/26/2020. The additional event information resulted in a change in the reportability of this complaint. Therefore, it has been deemed not reportable. No further reports will be forthcoming. Section b5: additional information received indicated that there was a kinked and not a crack on the tip. The lot number is not known; therefore a device history record review cannot be completed.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The lot number was not provided at the time of report. The product is not available for evaluation and testing. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization, the tip of a 6f, 95cm envoy da xb catheter (67125895db, lot unknown) cracked. There was no patient injury reported. No additional information is available at this time.